Event description:
The customer reported via phone call that their insulin pump was alarming clock monitor frequency error as well as internal clock comparison error. The customer's blood glucose was 129 mg/dl. The customer was unable to fully troubleshoot the issue because the keypad was not working properly. The customer was unable to input the date and time. The customer did not recall any significant events leading to the keypad issues. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement test, rewind, basic occlusion, occlusion, prime/force sensor system and excessive no delivery alarm test. The insulin pump functioned properly. No clock monitor frequency error alarms or internal clock comparison error alarms noted during testing. The insulin pump was set to the proper time and date. No time anomaly was noted. All buttons were functioning properly. A visual inspection of the keypad was completed. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided with this report. No damage in the keypad assembly during visual inspection. No unlocked lcd keypad connector during visual inspection.